Event description:
It was reported that the burr had insufficient diamonds. A 1.25mm rotapro was selected for use. The rotapro was prepped and platformed at 180000rpm outside the patient. During the procedure, the rotation speed was 180000rpm, the lesion was hit, but the rotational speed was unusually low and there was no sensation of it being scraped. The device was completely removed from the patient body as usual without issue and the procedure was completed another of the same device. In physician opinion, the diamond coating on the tip of the burr may have been incomplete. There was no patient injury.

Event description:
It was reported that the burr had insufficient diamonds. A 1.25mm rotapro was selected for use. The rotapro was prepped and platformed at 180000rpm outside the patient. During the procedure, the rotation speed was 180000rpm, the lesion was hit, but the rotational speed was unusually low and there was no sensation of it being scraped. The device was completely removed from the patient body as usual without issue and the procedure was completed another of the same device. In physician opinion, the diamond coating on the tip of the burr may have been incomplete. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the device did not identify any damages or defects. There were no abnormalities identified with the diamond coating of the burr. The returned advancer was connected to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the reported events.